Manufacturer narrative:
Based on the claim against the product by the customer noting an instrument cable snapping, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and was found to have a broken grip cable at the proximal end. When cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The complaint regarding cable snapping was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of cable breakage, whether partial or full, is attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. This complaint is being reported due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted aortic ring dissection surgical procedure, when customer attempted to clip the hepatic duct/artery, the cable of the large hem-o-lok clip applier instrument snapped. The clip was removed, and a different clip applier was used to complete the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.